Event description:
Boston scientific received information that the physician was questioning some double lines seen on the electrogram (egm). Boston scientific technical services (ts) was contacted and informed the physician that when there is so much information captured on the gm that it truncates a portion of it. Information was also received that there was anti-tachycardia pacing (atp) and therapy received due to supraventricular tachycardia (svt). The patient had an episode that began in a monitor only zone and escalated into a zone with therapy. Programming changes made as necessary. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.